Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Kuo, w. T., tong, r. T., hwang, g. L., louie, j. D., lebowitz, e. A., sze, d. Y., & hofmann, l. V. (2009). High-risk retrieval of adherent and chronically implanted ivc filters: techniques for removal and management of thrombotic complications. Journal of vascular and interventional radiology, 20, 1548-1556. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the device was not returned. Images were provided. Based on the images provided, one detached filter arm, one detached filter leg, and perforation of the ivc can be confirmed. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. - attachment: [high-risk retrieval of adherent and chronically implanted ivc filters.pdf]

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical images received and reviewed. Based on the images provided, two detached filter limbs can be confirmed. Based on the images provided, one filter limb perforating the ivc wall can be confirmed. Based on the images provided, a vascular stent was deployed post successful filter removal. Based on the images provided, the vena cava filter was successfully retrieved, can be confirmed. Based on the images provided, two detached filter limbs cannot be confirmed for a successful removal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment; guided fluoroscopy demonstrated two detached limbs in the retroperitoneum and one filter limb perforating the ivc wall. Tissue dissection was performed as a recovery cone was used to successfully capture and retrieve the vena cava filter. No attempt was made to remove the two detached filter limbs. Upon successful removal of the vena cava filter a vascular stent was deployed in the ivc followed by angioplasty. Patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.